Event description:
Ous MDR - after an implantation time of about 15 months, it was reported that since the patient had an lvad (left-ventricular assist device) implanted the impedance measurement of the ICD had not been successful. All other measurement values were unremarkable. The ICD is implanted on the right side. The ICD is currently still actively implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned device data. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned memory excerpt was analyzed and confirmed the clinical observation. The ICD did not document any impedance measurement since the implantation of the left-ventricular assist device (lvad) because of an automatic reset. The ICD reset was performed automatically by the ICD because it detected an external high voltage. Based on the available data, the cause for the clinical observation could not be determined. Due to the simultaneous occurrence of lvad implantation and automatic reset, it can, however, be assumed that invasive external influences during the lvad implantation, such as electrocautering or external defibrillation, led to the observed device behavior. It was reported that a re-initialization of the device was carried out. Following the reprogramming, the device behaved as expected. In summary, the analysis showed no indications of a device defect based on the available information